Event description:
The patient was hospitalized due to an infection at the implant site. The system was explanted.

Manufacturer narrative:
Explanted product was discarded by the medical facility and will not be available for evaluation.